Event description:
It was reported that a half day infusor under infused. The device was filled with 32 ml of desferrioxamine and water for injection (baxter compounded). The filled device was then stored in a refrigerator and removed 4 hours prior to patient use. Patient infusion then began. During infusion, the bladder and distal luer lock were positioned at the same height, and the flow restrictor was not taped to the patient's skin. The infusion ended in 11 hours while it was expected to end in 8 hours, according to the patient's prescription. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 10/02/2013 to 10/07/2013. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.